Event description:
Caller reported device displayed charge-pak, attention, and service indicators. There was no patient associated with the report. Device was returned to physio-control for evaluation in the failure analysis center. When the evaluation was started, the device would not power on.

Manufacturer narrative:
Physio-control observed that the device would not power on because the internal battery was charge depleted. The charge depleted battery was due to excessive current leakage measured through the digital pcb assembly with the device in its off-state. Root cause for the excessive current leakage was an electrically leaky capacitor, designator c4, on the digital pcb assembly. A replacement device was provided to the customer.